Manufacturer narrative:
(B)(4). Date sent: 4/26/2023 d4: batch # 970a19 investigation summary : the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the one sc60a device was returned with the jaw and the closure trigger closed, and with an ecr60g reload loaded on the device. The cartridge reload was received partially fired 2/3. In addition, the anvil was bent upwards, a clip was found lodged before the knife, resulting in the firing mechanisms jamming, the knife was damaged, no functional test was performed due to the condition. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 970a19, and no non-conformances were identified.

Event description:
It was reported that during the surgery, after fired, could not open the jaw. Take another device to continue the surgery, after fired, noted that the tissue was not cut, but there were some staples deployed on the tissue, then changed another one to continue the procedure. As the tissue was cut off, removed the device from the patient through tissue gap. There were no adverse consequences to the patient. No additional information could be provided.